Event description:
A malfunction alarm on the pump was reported, referencing malfunction code malf 6. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump with assistance from technical support, and no recurrence of the malfunction code was observed after the reset, allowing continued use of the pump.